Event description:
No tears in any wires were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days (17aug2023 ¿ 28aug2023 per timestamp). Throughout the entirety of the log files, while connected to any power source, the relative state of charge (rsoc) voltage associated with the black power cable was fluctuating. The black power cable rsoc voltage fluctuations caused intermittent low power advisory and power cable disconnect alarms to activate while connected to batteries. The alarms were not associated with power source exchanges and resolved shortly after activating. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and underwent functional testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on most of the underlying wires. The black power cable¿s brown wire (battery gauge) was measured at a much higher resistance than the rest of the wires. The cable jackets were removed, and fluid ingress was found; however, there was no damage to the underlying wires. Despite the wire fatigue and fluid ingress, the system controller was able to operate a pump without issue for extended operation. No alarms were reproduced throughout testing. A root cause for the reported event was unable to be conclusively determined; however, the observed wire fatigue and fluid ingress within the controller¿s power cables could have caused the event to occur. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had intermittent low voltage and power cable disconnect alarms. These only occur on battery power and were considered non-positional. This issue does not occur when the patient is using wall power. The patient's batteries and battery clips were cleaned, but the alarms did not resolve. Only after a controller exchange was performed, did the alarms resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.